Event description:
Pt self tester has been taking coumadin for 8 yrs. Pt's target therapeutic dose is 2.5-3.5. Pt decreased dose of coumadin on (B)(6) 2010 from 7.5mg to 5 mg. Pt decreased dose of coumadin on (B)(6) 2010 from 5mg to 2.5mg. Results: date: (B)(6) 2010, inratio: 4.3; date: (B)(6) 2010, inratio: 4.5; date: (B)(6) 2010, inratio: 4.7; date: (B)(6) 2010, inratio: 5.2, md meter: 4.1 (md meter 3 hrs later).

Manufacturer narrative:
Investigation pending.